Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station unable to power on. A field service engineer successfully replaced the half height controller board, allowing for the reboot of the station and its subsequent restoration to operational status. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station machine not powering on. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.